Manufacturer narrative:
(B)(4). The reported patient effects of occlusion, ischemia, hypotension, surgical procedure and death, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Additionally, it should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report for the graftmaster device, the physician confirmed that the 3.5x8 rx xience alpine drug-eluting stent that was implanted prior to the graftmaster, did not in any way cause or contribute to any adverse events or patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). Case description continued: in-transit to surgery, the patient began to experience hypotension due to the ischemia to a large territory of myocardium. The patient was intubated. As a result of the CABG and due to advanced age, the patient subsequently experienced alveolar hemorrhage (persistent or recurrent pulmonary hemorrhage with pulmonary edema) treated with high doses of steroids, bilateral deep vein thrombosis on (B)(6) 2017, and was dependent on ventilatory support. The patient developed acute pneumonia requiring chest tube placement, candidemia, ongoing renal failure, and gastrointestinal bleeding. The patient remained intubated for 3 weeks. While it is physician opinion that use of the graftmaster did not cause or contribute to patient death, the patient health continued to decline, electrocardiogram complexes widened (decreased activity), the patient went asystolic, then expired on (B)(6) 2017 due to multiple organ failure. No additional information was provided. Pre-procedure, recent decline in ejection fraction and markedly abnormal stress test. (B)(6) 2017: pre-procedure angiography showed 100% stenosed chronic total occlusion of the obtuse marginal. Peri-procedure aortic pressure = 96/40 (65) with heart rate of 67 beats per minute. Concomitant medical devices: guide wire: 0.014 inch soft stabilizer; guide cath: 6f xb 3.5; stent: 3.5x8 rx xience alpine. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6), the patient was admitted in very poor condition with health that was declining toward death due to pre-existing comorbidities. On (B)(6) 2017, the patient experienced a free perforation in the 95% stenosed proximal circumflex (cx) coronary artery with extravasation into the pericardium that had occurred during elective percutaneous coronary intervention and resulted in cardiogenic shock and acute myocardial infarction. An intra-aortic balloon pump was placed, followed by deployment of a 3.5x8 rx xience alpine stent in the left main trunk to prevent subintimal entry into the aorta when advancing devices distally. An attempt was made to advance a 2.8x16mm rx graftmaster covered stent system, but it was unable to be advanced through the vein graft due to its bulkiness; it was withdrawn and pre-dilatation was performed with a 2.5mm balloon. The 2.8x16mm rx graftmaster was then re-advanced via the left common femoral artery over a 0.014 inch non-abbott wire, into a 6f non-abbott guide catheter through a native coronary artery, but the graftmaster was stiff (positioning was difficult) and was difficult to visualize under fluoroscopy due to the perforation; the stent was able to be deployed at intended site at 6 atmospheres, reportedly sealing / resolving the perforation without significant delay, but resulted in ischemia due to side branch occlusion. While the patient remained hemodynamically stable and pain free, electrocardiogram changes progressed, consistent with ischemia in the circumflex, and required emergent coronary artery bypass graft (CABG) surgery to treat ischemia.